Event description:
Customer reported a fast-draining battery issue and a blank screen issue with her adc blood glucose meter. Customer further reported that due to these issues she could not test and "is in danger of going blind, not knowing if (her) blood sugar is high or low". Customer further reported experiencing an unspecified injury as a result of this. No further information was provided by the customer as she declined to continue troubleshooting. Multiple, unsuccessful, attempts to contact customer to gather additional information have been made. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event.

Manufacturer narrative:
The reported meter was returned and investigation revealed a fast draining battery due to a capacitor. No additional issues were observed during product investigation. The meter's display flashes a low battery icon to warn the user of the need to replace the batteries.